Event description:
It was reported that the lead had high impedance, and oversensing due to noise. Also noted was that the lead was unable to capture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.